Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced elevated ketones and hyperglycemia and was treated with IV insulin drip, hospitalization, and emergency room visits. The customer experienced malaise. The customer reported a blood glucose value of 738 mg/dl at the time of the event. The customer received a lost sensor signal alarm and had a loss of communication issue between the insulin pump and transmitter. The event involved products mmt-7040a, mmt-332a, mmt-1884l, unomedical, mmt-7841zn. Troubleshooting was performed for the high blood glucose and the customer was not using the auto mode feature at the time of the event and had been using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was partially performed for loss of communication and the customer re-established the communication with the transmitter. No further patient complications were reported. No product return is required for mmt-7040a, mmt-332a, mmt-1884l, and unomedical. The customer will discontinue the use of the transmitter. Mmt-7841zn was requested and the customer response was the device will be returned.